Manufacturer narrative:
Corrections to b3 & b5.

Event description:
No delay in of the diagnostic cystoscope procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, although there is no indication that the facility deviated from the instruction for use (IFU) manual, it is likely that dirt may have adhered to the cleaning brush at the time of cleaning since dirt remained inside the forceps channel. This was likely due to physical damage on the forceps channel. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the water tightness was not maintained due to perforation of the forceps channel, insertion tube was crushed, channel cleaning brush was dirty, curved tube was crushed, insufficient bend angle due to angle wire elongation, forceps cannot be inserted smoothly into the forceps channel, channel cleaning brush cannot be inserted smoothly into the forceps channel, liquid leakage is observed in the lens guide bundle, there was discoloration of the tip cover, scratches were found on the operation part, corrosion due to water leakage is found in the operation part, watertightness was not maintained due to holes in the curved rubber, curved rubber adhesive was missing, scratches were found on the switch box, liquid leakage was observed in the grip, scratches were found on the grip, liquid leakage was recognized on the up/down plate, liquid leakage was observed in the universal cord, scratches were found on the universal cord, white scratches on the image, scratches were found on the angle lever, scratches were found on the video cable, scratches were found on the video connector, scratches were found on the lens guide connector, scratches on the lens guide cover glass surface, scratches were found on the video connector case and product of the lg connector part and the manufacturing label are peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the image was dark on the visera cysto-nephro videoscope. There were no reports of patient harm associated with this event. Upon inspection and testing of the returned unit, foreign material falling off from the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.